Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the tip of the device was bent when the package was opened. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed a separated hypotube.

Event description:
Subsequent to filing the initial medwatch report, follow-up with the account indicated that the separation did not occur prior to use, but likely during packing of the device for return. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked tip was not confirmed. However, the proximal shaft was separated and further follow-up indicated that the separation did not occur prior to use, but likely during packing of the device for return. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for kinked tip reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.